Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight. As a result, the ipg was more superficial and the site was painful. The physician explanted the ipg and placed a smaller model ipg in the existing pocket.